Event description:
The instrument tracker of fusion ent navigation system for endoscopic sinus surgery would not connect to the instrument and was never used on the patient. New instrument tracker was opened and worked well.